Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. At the time of the shock the patient was performing rehab exercises. Device data determined the t-wave was high as the heart rate increases. The device was then reprogrammed to the secondary vector as stable measurements were obtained. An additional automatic sensing test was performed during exercise in the sternal position. All tests were unsuccessful in all vectors in both during and without exercise. Additional information was received that a second inappropriate shock was delivered due to t-wave oversensing. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. At the time of the shock the patient was performing rehab exercises. Device data determined the t-wave was high as the heart rate increases. The device was then reprogrammed to the secondary vector as stable measurements were obtained. An additional automatic sensing test was performed during exercise in the sternal position. All tests were unsuccessful in all vectors in both during and without exercise. Additional information was received that a second inappropriate shock was delivered due to t-wave oversensing. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. At the time of the shock the patient was performing rehab exercises. Device data determined the t-wave was high as the heart rate increases. The device was then reprogrammed to the secondary vector as stable measurements were obtained. An additional automatic sensing test was performed during exercise in the sternal position. All tests were unsuccessful in all vectors in both during and without exercise. Additional information was received that a second inappropriate shock was delivered due to t-wave oversensing. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. At the time of the shock the patient was performing rehab exercises. Device data determined the t-wave was high as the heart rate increases. The device was then reprogrammed to the secondary vector as stable measurements were obtained. An additional automatic sensing test was performed during exercise in the sternal position. All tests were unsuccessful in all vectors in both during and without exercise. Additional information was received that a second inappropriate shock was delivered due to t-wave oversensing. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.